Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported in a study that the patient presented with a leadless pacemaker (lp) that exhibited premature battery depletion. The lp was explanted and replaced. There were no patient consequences.